Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center had an intermittent e103 lamp error. The lamp assembly was changed but the issue persisted. The error cleared temporarily after the power cycle was reset but intermittently occurred once or twice a month. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to an ignition error associated with the failure of either the thermal switch, main board, lamp housing, xenon lamp, ignitor, or power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The lamp error e103 occurred on november 16, 2022 and november 18, 2022 during equipment testing. The procedure was completed using the same device. The clv-190 was used alongside the oep-5 and cv-190.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.